Event description:
Customer reported via phone call to have received a button error alarm after jumping into a swimming pool. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No moisture damage was noted on the motor assembly or electronic assembly.